Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had pinholes in the bending section rubber. Inspection and testing of the returned device found foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was lost due to a pinhole on the bending section rubber, the nozzle had foreign objects, the bending angle in the up direction was out of standard, the bending section rubber had a scratch, the adhesive on the bending section rubber was clouded white, the adhesive on the bending section rubber was chipped, the adhesive on the bending section rubber was cracked, switch 1 was scratched, the bending tube was dented, the adhesive around the objective lens was clouded white, the light guide lens was cracked, the adhesive around the light guide lens was clouded white, the distal end cover was dented, and the connecting tube was cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function. -inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.